Event description:
It was reported that the patient's right ventricular (rv) lead had a lead integrity alert (lia) triggered for oversensing. The lead also had irregular sensing, inappropriate shocks delivered and dislodgement. It was noted that the patient is a known "twiddler." The lead was explanted and replaced. No further patient complications have been reported as a result of this event.